Event description:
Nurse complains of rashes and itching of hands related to use of surgical soap. Serous drainage noted to be oozing from hands. Nurse diagnosed with a "contact dermatitis of some sort." Nurse has ceased use of product and symptoms have resolved.